Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: cable 9735546 axiem comm fusion compact field generator 9731203 em mobile system 9660651r axiem portable rework h3) no parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system on boot up displayed the message "system program problem detected do you want to report the problem?" There was an option for yes or cancel, and the site hit cancel. The system booted normally. Closer to the end of the case while they were actively using instruments localizer faulted displayed. It only displayed for a short amount of time and they were able to continue finishing the case. The representative (rep) was able to replicate the behavior. They had the compact on for two hours before the rep got there and there was a number 8 on the back of the axiem box. When he tried to plug in instruments and tried to get the localizer not connected to connect he was unable to. The rep had to restart the system for the axiem box and emitter to get connected.

Manufacturer narrative:
D9: all concomitant products were received by the manufacturer on 2024-02-19. H3, h6: the system was serviced in the field and the emitter box, communication cable, and emitter were replaced. B01, c13, and d02 are applicable. H3, h6: product 9735546, lot number: 200119 was received by the manufacturer for analysis. The returned cable passed a continuity test and was tested in conjunction with the returned emitter and no issues were found. B01, c19, and d14 are applicable. H3, h6: product 9731203, lot number: 0400009561 was received by the manufacturer for analysis. The returned field generator was bench tested for two hours and no issues were observed. B01, c19, and d14 are applicable. H3, h6: product 9660651, lot number: 0200055062was received by the manufacturer for analysis. The returned emitter was bench tested and no issues were detected, as all ports tracked, as intended. B01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.